Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the concurrent stent delivery wire was returned jammed in the subject microcatheter shaft and was kinked. The subject microcatheter shaft was kinked and the secondary relief was damaged(wrinkled). The subject microcatheter shaft was damaged(wrinkled) distal to the secondary strain relief. The subject microcatheter's tip and hub were intact. During functional inspection, the stent delivery wire could not be advanced or retracted. The subject microcatheter was submerged in warm water in an attempt to remove the stent delivery wire. A repeat attempt to advance and retract the stent delivery wire was made; the delivery wire would not move. Force was applied and the delivery wire and shaft wrinkled. The subject microcatheter shaft was cut 100.2cm from the distal end and the distal part of the microcatheter was removed from the delivery wire. The remainder of the subject microcatheter shaft could still not be removed. The section where the kink was appeared to be where the delivery wire was stuck. The section was cut and what appeared to be polytetrafluoroethylene (ptfe) was removed. There was procedural fluid on the stent delivery wire where the subject microcatheter was stuck. The subject microcatheter was cut in multiple places during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that continuous flush maintained for the duration of the procedure. The physician reported the fact that there were no anomalies with subject microcatheter and box before opening. Everything was prepared as described in dfu. Subject microcatheter was sent to the right a2 of the patient, for whom y stenting + coil application was planned. A stent was sent through the microcatheter, but the stent did not open and was collected back. Another stent was sent through the microcatheter and deployed. As the second stent wire got stuck in the subject microcatheter while being pulled, the subject microcatheter and the wire were withdrawn together. The procedure was completed with another microcatheter. Patient was stable after the procedure. The stent delivery wire could not be advanced or retracted when returned for analysis. The subject microcatheter was submerged in warm water in an attempt to remove the stent delivery wire. A repeat attempt to advance and retract the stent delivery wire was made; the stent delivery wire would not move. Force was applied and the stent delivery wire and shaft wrinkled. The subject microcatheter shaft was cut from the distal end and the distal part of the subject microcatheter shaft was removed from the delivery wire. The remainder of the shaft could still not be removed. The section where the kink was appeared to be where the delivery wire was stuck. The section was cut and what appeared to be ptfe inner lining was removed. There was procedural fluid on the stent delivery wire where the subject microcatheter was stuck. It is likely the ptfe inner layer was damaged when resistance was encountered during the procedure and analysis. There was no reported issue delivering the second stent during the procedure, the second stent was deployed successfully. The subject microcatheter shaft may have been damaged after the stent was deployed successfully due to procedural and/or anatomical factors during use causing the difficulty removing the stent delivery wire. The as reported codes catheter shaft friction and catheter inner lining issue as well as the analyzed codes catheter shaft kinked/bent, catheter shaft damaged, catheter jammed and catheter ptfe inner lining peeling will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an anterior communicating (acom) artery aneurysm case, stent delivery wire got stuck in the subject microcatheter during removal from the patient's body. Physician also suspected an issue with the subject microcatheter's inner lining. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device. Patient was stable after the procedure. The subject microcatheter was returned for analysis and the device investigation revealed that subject microcatheter's polytetrafluoroethylene (ptfe) inner lining was peeled.